Event description:
Facebook complaint received: "I had the lap band procedure done 3 times I was pushing close to 300lb after the 1st surgery I lost 30 lbs in 2 weeks but some how my band started leaking I had to have surgery to get a new band then I began to lose weight again inthe course of a year I lost a little over 100lbs got sick started throwing up couldn't keep food down what I did keep down made my stomach hurt went to the doctor he said the food somehow got trapped around the lap band I need to have surgery asap and it be removed are it would kill me and I would gain all of my weight back I had it taken out I didn't gain all of my weight back I have kept more than half if my weight off for more 10to 12yrs now could stand to lose 15 to 20 lbs but,I'm happy with the way I look and the way my clothes fits me and maintaining my weight and plus I'm a diabetic and you are supposed to watch what you eat I don't most of th times I eat whatever I want when I want it bur not a whole lot of it I try to use the sense god gave me most of the times I'm 70 yrs old my said you are going to get out of here with something might as well die full and happyi would just laugh at him but I ' not trying to get out if here just yet I want to travel and see some more parts of the world I hope I didn't discourged anyone because I had a bad experience with the lap band everybody body is different I really wished I would have been able to keep it in but,god knows what was best for me everyone be blessed ! "

Manufacturer narrative:
No investigation was performed. No information available regarding the product that was involved. Patient did not provide information for an investigation. Unable to determine root cause or conduct trending analysis. No further action to be taken unless the patient responds with more information. No new risks identified, the current risk is identified with a low rate of occurrence for the reported complaint categories. No correction or corrective action required. The lot history record for the complaint was not available to be reviewed. Unable to determine root cause. The investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Note: this information was posted on facebook and attempts to contact the poster to follow-up or obtain additional information went unanswered and thus, the company cannot verify the report and was unable to conduct further investigation due to the limited information that was provided in the post. Out of an abundance of caution and a desire for strict compliance, the company is reporting the limited information that was provided, as is.